Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported there was lead migration. The patient states he leaned over last week to lift a 5-10 pound box and heard a "pop" in his back. Afterwards he noted uncomfortable stimulation that was no longer covering his chronic pain area in left lo back/leg. The patient was seen in the office on (B)(6) 2015. The impedance check was within normal limits. Reprogramming was attempted, but no matter where the rep programmed on the leads, he only felt the stimulation in one spot in his back. The patient was referred for an x-ray, which was done yesterday. The x-ray revealed that the leads had migrated all the way down to l1 and were in the sq space instead of the spine at the t7/8 interspace as implanted. The patient was referred to health care provider (hcp) for a spinal cord stimulator (scs) lead revision. The issue was not resolved at the time of this report. Surgical intervention did not occur, it was planned, but it was not scheduled yet. The patient was referred to the hcp for a surgical consult and then revision will be scheduled. The appointment for the surgical consult has not yet been made. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the healthcare provider (hcp) reported they attempted to replace the leads on (B)(6) 2015.